Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false positive result in social media. Symptomatic. Tested negative at doctor's office. No additional information regarding follow-up testing was provided.

Event description:
User reported false positive result in social media. Symptomatic. Tested negative at doctor's office. No additional information regarding follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion.

Manufacturer narrative:
In section b2, "other serious or important medical events" has been deselected after being inadvertently selected in initial report.